Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A specific root cause of the foreign materials being stuck in the suction channel could not be determined at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif/cf/pcf type 260 series operation manual describes how to detect for the suggested events in chapter 3 preparation and inspection. Gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent the suggested events in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope switch 1 did not work. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter came out of the insertion forceps channel and the suction channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During evaluation, the following were found: switch 1 does not work due to damage, the switch printed circuit board was damaged, foreign objects come out of distal end due to clogging of channel tube caused by insufficient cleaning (handling issue), foreign objects come out of suction port due to clogging of suction tube in universal cord, water tightness was lost due to a pinhole on channel tube, forceps channel had pinhole, switch 2 did not work due to damage, connecting tube had a buckling, part of the insertion tube was caught and pinched-the insertion tube became deformed (handling issue), adhesive around light guide lens was peeled, adhesive around objective lens was peeled, light guide-cover glass had corrosion, deterioration or discoloration due to chemical stress during reprocessing (caused by handling), suction cylinder had corrosion due to chemical stress during reprocessing (caused by handling), color ring had crack due to physical stress, universal cord was sticky, light guide-bundle was slipping down, switch 4 did not work due to damage, electrical connector had corrosion due to water leakage, suction connector had corrosion due to water leakage, scope cover had corrosion due to water leakage, water invasion in the device, control unit had corrosion due to water leakage, water removal ability does not meet the standard value due to clogging of nozzle, adhesive on a-rubber(bending section cover) had white-clouded area, a-rubber(bending section cover) had a scratch, the play of up and down knob is out of the standard value due to wear of angle wire, the angle wires became stretched, bending angle in up direction did not meet the standard value due to wear of angle wire, forceps cannot be inserted smoothly due to a dent on channel tube, the instrument channel was buckled or deformed and scope ID ( circuit board) is not displayed due to damage on scope ID (circuit board) cable. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and update to d9. Based on the results of the investigation the foreign material was not identified. A specific root cause of the foreign material came out of the nozzle, and foreign material adhered to the distal end could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. It¿s unknown if the customer aspirated water through the instrument/suction channel. The air/water nozzle, the instrument channel outlet, and the distal end was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. The customer brushed the instrument channel, instrument channel port, and suction cylinder. Olympus will continue to monitor field performance for this device.